Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly while programming a bolus; after pressing the up arrow the number of units scrolled up to 22 and then all the way up to 300 on its own. The customer then removed the battery and reinserted it but the buttons stopped work altogether. The patient's blood glucose at the time of incident was 142 mg/dl. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces. Unable to perform the occlusion test due to button keypad anomaly. No unexpected numbers ramping or scrolling on their own noted. The insulin pump has cracked case at display window corner and minor scratched display window.